Event description:
It was reported the catheter was placed into the pt's femoral and used successfully for the procedure. During removal on the third post op day, the plastic sheath housing the inner coils of the catheter pulled back just to below the skin surface. The exposed coils appeared to be stuck in the pt's skin and superficial tissue upon attempts to gently pull the catheter out. The pt was takin to the operating room to have a surgeon assess the catheter. Upon removing the dressing the catheter came out easily. The tip was intact but the coil was exposed past the sheath. There was no delay in treatment and no pt death or complications were reported. It was noted there was no apparent injury.

Manufacturer narrative:
(B)(4). The device will not be returned.